Event description:
It was reported that x-rays showed loosening of the stem. Pt was revised in 2009.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a follow-up report.